Event description:
The information received from the affiliate states that patient was presented to the interventional lab for an angioplasty and stenting procedure of the femoral vein (side unknown). The vessel was described as moderately tortuous with no calcification and a 70% stenosis was present. There is no information as where the physician made access to the patient. The physician inserted the balloon through a 7fr. Sheath without difficulty and successfully performed angioplasty on the lesion. The information states that the balloon did not re-wrap properly and could not be retrieved through the sheath. Subsequently, the sheath and the balloon were withdrawn as a unit, over a guidewire, without losing access to the target lesion. The sheath was re-inserted, over the guidewire, and a stent was successfully placed at the lesion. There was no reported injury to the patient.